Event description:
On 12/31/92 an ipp device was implanted. On 2/14/96 the reservoir was revised. On 7/30/96 the cylinders and pump were removed from the pt and replaced due to fluid loss-pinhole leak in a cylinder.